Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: physical injury, pain, bodily impairment, high levels of toxic metal in her blood stream, conscious pain and suffering, and loss of earnings. Plaintiffs preliminary disclosure form was received which identified part/lot information.

Manufacturer narrative:
(B)94). Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
**Updated (B)(6) 2017 sales rep has reported a revision due to pain. Adding the sleeve to the complaint.